Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) involved with this complaint to perform failure analysis (fa). Fa was able to confirm and reproduce the reported complaint. The unit was tested on an in-house system and failed normal mode as it triggered 319 errors on the rolling loop. During the inspection found the rolling loop tangled and damaged on the insertion the unit was also tested on the psc fixture test platform (pftp) and it failed the check all board and the fiber test on the insertion rolling loop. The unit went through more testing on the pftp and passed direction test, lissajous test, cv characterization, sensors check, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test carriage strength test, and carriage switches test. The rolling loop assembly will be replaced as a fix to the reported problem. The complaint regarding multiple errors occurred during the procedure was confirmed based on fa, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted rectocele repair surgical procedure, the customer received errors 307/319 due to universal surgical manipulator (usm)3. Errors happened after a conflict between usm2 and usm3. Errors return after an estop/recovery, power cycle, and hard patient side cart (psc) power cycle. Intuitive surgical, inc. (Isi) technical support engineer (tse) informed the caller that they can resume surgery without the usm 3. The surgeon completed the procedure without usm3. The isi tse informed the caller that usm3 has to be replaced. The procedure was completed as planned with no reported injury. Intuitive surgical. Inc. (Is) da vinci clinical territory associate was contacted and the following additional information regarding this event was obtained: the system functionality was checked upon powering on the system. The system initially powered on without errors. The arm was disabled due to a non-critical error 319, the obligation to deactivate the arm to continue the robot surgery. The procedure was robotically completed without further issues.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse replaced the usm to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has been returned, but the evaluation has not been completed yet. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.